Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Litigation alleges intermittent clicking, pain, stiffness, discomfort and elevated metal ion levels. Update (7/12/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec¿d 5/13/2014 - sales rep reported revision surgery. Patient was revised to address osteolysis. There is no new additional information that would affect the investigation. This complaint was updated on: 06/06/2014. Update rec'd 10/24/2014 medical records received. Patient was revised to address metallosis. Upon revision, gray stained fluid collection, gray stained tissue, and corrosion on the trunnion were noted. The stem and asr sleeve are being added to the complaint. This complaint was updated on 11/18/2014.